Event description:
It is aleged in a lawsuit that the patient experienced a minor fall from a bicycle in 2002. X-rays taken after the fall, demonstrated that a screw had broken. The broken screw was explanted one month later.